Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that, initially, they did not feel stimulation from their implant after their lead revision surgery. They thought it wasn't working. Then, they started to feel a shocking pain. It was noted that the patient may have been on their controller adjusting the stimulation. There was no troubleshooting done or intervention taken. It was unknown if the issue was resolved. There were no further complications reported.